Manufacturer narrative:
E1: patient city: (B)(6). Patient country: sweden. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient experienced a crack in the infusion set tubing (B)(6) 2025. It was also reported that the infusion set was leaking at tubing for less than one day. The infusion set was in use for less than one day. No further information was available.